Event description:
It was reported that a homecare pt required emergency medical intervention to re-establish airway when parent and homecare nurse were unable to reintubate the pt with back-up 5.0ped, pediatric tracheostomy tube. During the evening, pt reportedly "pulled" his trach out. During attempts to re-intubate with a backup 5.0ped, problems were encountered with the obturator inserting/withdrawing smoothly into the cannula. It was also reported that the obturator did not protrude the cannula sufficiently to provide an adequate guide for the attempted device insertion. Pt's airway was re-established with use of a catheter and the back-up 5.0ped device was successfully placed. Pt returned to baseline condition. Is the event frequency addressed in product labeling? No. If "no", is event occurring more frequently than usual for product? No. Is the event severity addressed in product labeling? No. If "no", is event of greater severity than usual for product? No. This medical device report is submitted in compliance with 21 cfr part 803. Submission of this report does not constitute an admission that a mallinckrodt device is defective or has malfunctioned or that a mallinckrodt device has caused or contributed to a death or serious injury.